Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
A battery pack was returned. As received, the battery pack was unable to power a test monitor and charge. Reporting out of an abundance of caution. The root cause of the battery not powering up could not be determined. There were no adverse events associated with the battery malfunction.